Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) assessed that the patient has a great underlying native rhythm which barely shows pacing. The physician has planned for a lead revision. Ts suggested to recreate bear hug type maneuver and adjust the sensitivity until the noise is no longer seen. The impedance also needed to be checked as there might be a lead failure. To date, this lead remains in service. No adverse patient effects were reported.